Manufacturer narrative:
This is being filed as corneal abscess. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
A small corneal abscess is reported to be on the right eye of a female patient. Follow up attempts for more information have been made with no reply to date. This is being filed as corneal abscess.